Manufacturer narrative:
A sample has been received at the contract manufacturer location which has not yet been evaluated. A review of confirmed complaints showed a spike in complaints for gas not coming out of regulators however, to date no trend in these complaints has been observed. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that the dispensing knob on an ophthalmic gas dispensing regulator valve would not release during vitrectomy surgery. An alternate gas dispensing regulator was obtained in order to perform and complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Per the contract manufacturer evaluation, one regulator sample was returned for evaluation. The regulator was received in good condition. The regulator was put through final test and inspection and the knob was found to be jammed in the open position. Once loosened, it was found to operate properly. The batch production record for the provided lot number showed no unusual manufacturing issues. A review of confirmed complaints for regulators with on/off knobs that do not work or were either stripped or stuck, showed no complaints since the beginning of 2011. The customer may have contributed to jamming the knob in the open position. The root cause of the reported event can be attributed to customer use error. The manufacturer internal reference number is: (B)(4).